Event description:
It was reported by the customer that the device displayed the "ok" icon temporarily, but then displayed the charge pak, attention and service wrench warning icons. When checked later by medtronic (B) (4), the device would not power on. The reported problem was found during routine device inspection/testing. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.